Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .

Event description:
The customer's iwfe reported via phone call that they experienced high blood glucose. The customer's blood glucose was 511 mg/dl at the time of incident. The customer's current blood glucose was 420 mg/dl. Customer treated their blood glucose with the insulin pump.. It was also found the customer was feeling nauseous due to their high blood glucose. Troubleshooting did not find any leaks or air bubbles present. It was also found the customer did not have a bent cannula after removing their infusion set. Customer was advised to call back to complete the high pressure test. The customer declined to return the insulin pump for analysis.